Manufacturer narrative:
There was no patient involvement. Cardiac assist. Inc. Manufactures the tandem heart pump. The incident occurred in (B)(6). The pump involved in the reported event is part of voluntary medical device removal initiated by livanova on (B)(6) 2020 and already terminated. The z number is (B)(4). Livanova received the customer response form stating that the inventory had been inspected and that the pump could not be located. Livanova performed attempts to clarify if the pump had been used or discarded and the information that the pump was not in the inventory was received. Therefore, livanova believes adequate effort has been done to remove all potentially affected units and that the cause of the device not being removed was a human inventory inspection error done by the customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report about a tandemheart pump which failed to be primed. There was no patient involvement.

Manufacturer narrative:
H10: the root cause of the failure to prime was the baffle seal deformation, likely caused by the assembler not confirming rotation during analysis.

Event description:
See initial report.